Event description:
It was reported that the device experienced several power on resets. It was also reported that the elective replacement indicator was triggered. The device was removed and replaced. It was also reported that the right ventricular lead triggered a lead warning. The lead was noted to have changed polarization due to varying and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. (B)(4) the lead was not returned. However, we did receive performance data collected from the device and have analyzed the data. There were five lead failure predictors for high rate non-sustained less than or equal to 212 ms average v-cycle on (B)(4) 2012 in the timeframe between 20:58:48 and 22:00:14. One recorded ventricular fibrillation at 210 ms average v-cycle on (B)(4) 2012 at 21:13:48.